Manufacturer narrative:
H6: the device was not returned for investigation. Photos were sent which confirmed the device to be in the condition described in the event description. The photos revealed obvious signs of torque as the tip of the device is bent and twisted.

Event description:
It was reported that the end of the driver torqued. The patient was under anesthesia longer than necessary because the tip had to be recovered and a surveillance picture was needed to make sure no pieces were left inside.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the end of the driver torqued. The patient was under anesthesia longer than necessary because the tip had to be recovered and a surveillance picture was needed to make sure no pieces were left inside.